Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number ar-503-ttth and lot number 108761229 combination found no related information.

Event description:
It was reported that on (B)(6) 2013 a patient underwent a bi-lateral tka procedure. On (B)(6) 2016 surgeon performed a revision left tka due to tibial loosening. During the revision procedure the surgeon explanted the tibial tray ar-503-ttth, lot 108761229 ((B)(4)), femoral implant ar-503-pslj, lot 108761215 ((B)(4)), bearing implant ar-503-bh10, lot 113601229 ((B)(4)) and patella implant ar-504-psd0, lot 654468 ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, (B)(6). Medical records dated (B)(6) 2016: findings left knee x-ray: no acute fracture, no acute dislocation, no loose bodies noted and prosthesis in place in proper anatomical alignment without rotation, loosening or stress shielding. Medical records dated (B)(6) 2016: records revealed examination of the left knee demonstrated swelling. Palpation of the left knee demonstrates inferior pole patella tenderness as well as medial tibial and lateral tibial plateau tenderness. Moderate effusion of the left knee was noted. Patient had pain with flexion but no pain with extension. Surgeon recommended a total left knee revision due to pain in the knee that is increased with activity and weightbearing. Patient has pain through limited passive range of motion with crepitus and swelling. Records noted the patient x-rays show periarticular osteophytes and joint space narrowing.